Manufacturer narrative:
(B)(4). Visual inspection could not be performed as no sample was returned for analysis. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was not performed since the lot/batch number could not be provided. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device, 8087a, states, "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a customer phoned in advising they've heard reports about the needles not separating from the stabilizers during use. She said she had heard second hand accounts of the ezio needles not separating from the stabilizers during use. She has not had that problem personally and did not have batch numbers.